Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility called into technical support regarding a fresenius 2008t hemodialysis (hd) machine with no power. The biomed reported that the fuses were blown and the bicarbonate pump had pinched and shorted wires. After replacing the parts, the machine still had no power. Upon follow up, the biomed stated that the three yellow capacitors on the motherboard are burnt and charred. Additionally, the biomed stated that the power control board was also burned and melted, and visibly smoked. The biomed confirmed that there were no smoke detectors set off because of the event. The parts were the original fresenius parts on the machine. The power supply, power control board, motherboard, and keypad overlay were replaced, which resolved the machine issue. Additionally, the biomed stated that j8 on the front panel was disconnected and plugged back in. The biomed confirmed that the machine is back in service without any issues. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed stated that all parts, except for the keypad overlay, were discarded and not available for return to the manufacturer for physical evaluation.